Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the remote arm controller (rac). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that they experienced a repeated non recoverable fault 281 during initial power on. The user first attempted to restart the system, but the fault recurred. Tse then instructed the user to perform a hard power cycle and to reseat the blue fiber cable (bfc), but these steps did not resolve the issue. The user aborted the procedure with no patient involvement.